Manufacturer narrative:
(B) (4): evaluation results: (dissection, failure to deliver stent, stent deformation); (residual stenosis).

Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 24 mm, diameter 2.5 mm, was intended to treat a lesion in a patient. It was reported that the stent became deformed during the procedure. A previously implanted stent was present in the lad, bifurcating with a diseased diagonal. A balloon was used to open the lad stent in order to pass the resolute stent through to the 90% stenosed lesion in the diagonal. It was reported that a dissection occurred while the device was passing into the diagonal. On removal from the patient, the stent was noted to have elevated struts. The patient was reported to be stable post procedure and no clinical sequelae have been reported. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specification. The first distal stent segments were lifted off the balloon. A jagged tear was located in the distal balloon material proximal to the distal marker band, under the damaged stent. A cd of procedural images was also returned for evaluation. Review of the procedural images identified the lesion at the bifurcation of the lad and a diagonal vessel. There was evidence of two procedural guide wires in situ in the vessels and it was possible to view the pre-dilation of the lad and diagonal. The blood flow in the lad appeared to improve post ballooning, however, the procedural images showed that some stenosis remained in the vessels post ballooning. There were no images of the advancement, attempted deployment or retraction of the eres25024 mm stent in the vessels. The reported dissection could not be seen on the images provided.